Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a survey that an unknown number of patients, around 1-2% of 1,071 cases, experienced an unspecified infection following a hip procedure on an unknown date. It is unknown what intervention or treatment took place. Attempts have been made and no further information has been provided.